Event description:
It was reported that a t: slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive despite troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support instructed the caller to use a known working outlet and wait 30 minutes for charging to begin while further troubleshooting continued. Upon follow-up pump did not charge. Pump was replaced on separate case.